Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was to get MRI information. The caller indicated that the patient's ins was at end of life, and the ins did not charge. The caller indicated that the manufacturer representative (rep) gave them the information about the ins status on (B)(6) 2025. The caller did not know when the issue with the ins occurred and would not have known when the rep was notified of the issue. Troubleshooting was not required. No symptoms were reported. The reason for the call was to get MRI information. The caller stated that they thought that the implanted device was not working. When asked for more details about the issue, the caller stated that they thought the patient's remote was not charging anymore. The caller did not have any other details and could not provide external device serial numbers because they were not with the patient. Troubleshooting was not required. The issue was not resolved through troubleshooting.